Event description:
Healthcare professional reported patient had a complete capsulectomy and removal of her intact style 68 implant and a full capsulectomy. A style 68, 450 cc saline implant was placed and filled to 480 cc. Patient presented with a partial deflation on follow up on july 18, 2022. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.